Event description:
It was reported "(B)(6) 2025, after inserting the catheter, the patient had an allergic reaction." Additional information received reports "the allergic reaction was caused by chlorohexidine". The user changed a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025,after inserting the catheter, the patient had an allergic reaction." Additional information received reports "the allergic reaction was caused by chlorohexidine". The user changed a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The complaint of a catheter-related allergic reaction is confirmed based on the additional information provided. The customer confirmed that the adverse reaction was associated with the chlorhexidine coating on the catheter. The instructions for use (IFU) provided with this kit warns the user, "contraindications: the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Hypersensitivity reactions are a concern with antimicrobial catheters in that they can be very serious and even life-threatening. Remove catheter immediately if adverse reactions occur after catheter placement.". Based on the available information, the complaint has been confirmed and unintentional use error related to the patient's condition likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.